Manufacturer narrative:
B3: 2025 was the reported year of the event but the exact month/day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump randomly turns off during operation. There was no patient involvement.

Manufacturer narrative:
H3: the suspected device was returned for evaluation. No issues were found in the event history log (ehl). Service history identified that no previous repair has been noted in the past 12 months. The visual inspection was performed. The keypad overlay delamination was noted. Replaced keypad overlay. The device passed all functional testing after repair.